Manufacturer narrative:
The device has not been received to date. Customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported a scope displayed a e315 error when setting up. Tac instructed the customer to try another scope and the error was not present. Tac instructed the customer to clean the contacts of the scope with alcohol prep pad making sure to dry it and retry it. The customer did and the e315 did not occur again. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a e315 (scope communication error) occurred on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e315 error could not be identified. However, it¿s likely the cause is related to corrosion on the electrical contacts and the like. Olympus will continue to monitor field performance for this device.